Event description:
During insertion of epidural catheter, thru touhy needle, pt got a contraction. Due to this pt suddently changed positioning and attempted to rise up from the position. During this the dr. Tried to keep needle and catheter steady in hand. After contraction new attempt to insert catheter but something "feels wrong". The dr took touhy needle out whilst catheter also is tried to be inserted. When needle is out dr. Noticed that catheter is cut off 11cm from the tip. No longer term adverse affects have been reported.